Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device recorded a large number of sensing integrity counts (sic) on a particular date. It was revealed that the patient had surgery on that date which can cause this sic to occur. The device remains in use. No patient complications have been reported as a result of this event.